Event description:
A (B)(6) year old male arrived following a motor vehicle collision with multiple injuries. The patient began receiving blood under the mass transfusion, protocol using the belmont rapid infuser. The patient was taken to the operating room for an exploratory laparotomy. During the beginning of the blood administration, the rate was limited to about 200 ml/minute. As the rate was increased, the belmont shut off, and an alert said it was overheating. There was another belmont in the operating room, but as the team was going to transfer the patient to the new unit, the time of death was called due to the significant injuries the patient had already sustained from the accident. FDA safety report ID# (B)(4).